Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported blank screen goes on and off which was reproduced during evaluation. The input/output processor circuit board was found to be defective which was causing the display screen to turn blank or white. The input/output processor circuit board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced blank screen and went on and off. There was no patient involvement. No additional information is available.